Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that while doing surgery, the vision was lost. Therefore, there was loss of image.